Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while the device was being applied to the cystic duct, the device misfired. The clip was not closed all the way and clip fell into the cavity of the patient's cavity. It was retrieved using grasper. After the first clip misfired, the device worked at that point and was used to finish the case. There was no patient injury.